Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 06/15/24 to 08/15/24 of over 40 mg/dl. The low bg causes were not known. Customer consumed carbohydrates, sugary candy and drank juice to address bg for all low bg levels. Tandem technical support (cts) reviewed t: connect logs and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.